Event description:
It was reported that a malfunction occurred on the pump, possibly due to exposure to extreme heat. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer attempted to reset the pump with guidance from technical support, but the issue persisted, leading technical support to send a replacement pump. The customer was advised to use multiple daily injections as backup therapy and was informed about steps for receiving and returning the problematic pump.